Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, ¿intraoperative and early postoperative complications can include: undesirable shortening of the limb¿¿ remains implanted.

Event description:
Patient has been indicated for a left femur custom replacement procedure approximately two years post implantation due to leg length discrepancy. No revision has been reported to date.